Event description:
Additional information was received indicating an additional procedure to exchange the rv lead was attempted but venous access was unobtainable. The patient was stable and will continue being monitored.

Event description:
During an in clinic follow up, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Lead damage was suspected. A lead revision is anticipated but has not yet been performed. The patient was stable and will continue being monitored.